Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The clinical instrument was not received. Functionally, the loading unit was reset, reloaded with staples and loaded into a post market vigilance (pmv) representative instrument. The loading unit was applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during lobectomy procedure, the device did not fire on the vessel. They used another device to complete the case. The patient status was reported unknown.